Event description:
It was reported that a person using the ilet with a contact detach infusion set experienced hyperglycemia, with a blood glucose value of 342 mg/dl after eating pretzels, and support provided troubleshooting and education for high glucose. Symptoms included high blood glucose. Outcomes included no reported injury or hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.